Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: (B)(4).

Event description:
It was reported that last night the implantable neurostimulator (ins) on the patient¿s left side started ¿pulsing.¿ the reporter stated they need help because every once in a while they get a shock and it goes all the way down their foot. It was noted the patient started feeling a pulsing on the left side where their ins was located. It was further noted that everyone once in a while the patient also felt a shocking sensation that goes all the way down to their foot. The reporter stated it was painful especially the shock. It was noted the patient had tried contacting a manufacturing representative. It was further noted that the patient stimulation was set to go from side to side, constant. The reporter stated they had not been programmed for adaptive stimulation. It was noted the patient had an appointment scheduled with their healthcare professional yesterday to get programming done, but the appointment was cancelled. The reporter stated they tried turning stimulation down and resetting it and that did not help. The reporter further stated they were feeling the pulsing not the constant stimulation. It was noted the patient was on group a and adaptive stimulation did not appear to be enabled. It was further noted the patient turned stimulation off and verified the lightning bolt was gone. The reporter stated they did not feel the pulsing or shocking now. The reporter further stated their back hurt and they were not getting any sensation at all. It was noted the patient stated they had nothing but problems with their ins. It was further noted the patient mentioned a different issue a couple weeks ago and they could not get in touch with a manufacturing representative. The reporter stated the last time this happened they had to go through the whole weekend and this wasn¿t it, it was a different situation, but they had to wait. The reporter further stated it was taken care of. Additional information received reported there was no malfunction seen and the patient was reprogrammed. It was noted that no intervention was needed. The reporter stated the ins was turned on and reprogrammed. It was noted the patient was receiving effective therapy from the device. Additional information was requested, but was not available as of the date of this report.